Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Per specs, each device is leak tested, which includes inflation and deflation of the balloon. The device is inspected to ensure that the catheter is not damaged or kinked. Per the instructions for use (IFU), the instructions recommended allowing adequate time for the balloon to deflate and maintaining a vacuum on the balloon during withdrawal. Also, observe under fluoroscopy to ensure that the balloon disengages from the stent. Without an examination of the returned device, a definitive root cause cannot be found. A possible root cause can be found in the event description statement that there was a "sharp take off of the renal artery." A reverse movement across this sharp angle could have caught the stent on this edge stripping it from the deliverer system. The root cause will be listed as "pt condition was related to occurrence." We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.

Event description:
A sharp take off of the renal artery from the aorta. It was difficult anatomy. As the physician was advancing the renal stent, it came off of the balloon in the renal artery. He had to snare it. There was no harm to the pt but the physician had to stop the procedure and bring the pt back to the hospital at a later date. The physician will try brachial approach next time. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.